Event description:
The surgeon was performing a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio). The surgeon began burring on the anterior tip of the femur. He burred approximately 1/10 of the femur when he did his usual CT view check with the green probe. The check with the probe and a visual check, revealed a 6 to 8 mm deep "hole" on the anterior lateral tip of the femoral resection. The surgeon "tugged" the burr and it released (without using the release mechanism). A backup motor and burr were setup and used to complete the case. The 6 mm to 8 mm hole was filled with bone cement and the case concluded without further incident.

Manufacturer narrative:
An evaluation of the event was initiated at mako surgical. No preliminary results are currently available.